Event description:
It was reported that while advancing the stent into a highly calcified lad lesion, the stent was displaced proximally on the delivery system. The delivery system was removed as a unit per the IFU. The stent remained intact on the delivery system.

Manufacturer narrative:
Evaluation summary: follow-up #1: quality assurance of the returned device revealed that the delivery system was returned without the stent. The c-flex and shrink tubing junction were intact. Quality engineering concluded that it is likely the stent was retained on a piece of calcium, causing the catheter to move distally without the stent in tandem. There is no indication that the dr found any device defects, or the stent moving on the c-flex during device prep/set-up. All stent delivery system devices are inspected on-line to ensure that each stent is securely mounted to its' balloon. Review of the device mfg records revealed no nonconformities with a relationship to this issue. No corrective action will be implemented as the high level of calcification may have been a variable in this matter. The MDR is considered closed by the quality assurance department.